Manufacturer narrative:
The field service engineer (fse) and field service representative (fsr) checked the performance of the analyzer. They noted that the customer was using 13x100 mm tubes for their patient samples. The fse checked the rack sampling position with the sample tube and noticed that the sampling alignment for the sample probe had been misaligned. The sample and reagent probes were too close to the side of the tube with assay tips on it. He changed two of the tubings to ensure the pipetting pathway is free from contamination or potential microleakage. He readjusted the sample and reagent probes' position on the sampling position as well as the reagent pipetting position. The fsr rerun the reported sample using the patient sample primary tube (13x100mm) to check the precision of the analyzer. After 5 runs on the same samples, the results for all the tests were consistent. The investigation determined the event was consistent with the misaligned probe. The field service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ft3 iii results from two patient samples tested on the cobas e411 rack. The reporter complained that the analyzer has been giving inconsistent patient results over the past 2-3 weeks. Their recalibration passed and the qc was within the acceptable limit but the issue would still occur intermittently. The initial result was not reported outside of the laboratory. Sample 7350. The initial result was 24.74 pmol/l. The repeat result was 11.04 pmol/l sample 7345. The initial result was 21.67 pmol/l. The repeat result was 8.28 pmol/l the reagent lot number and the expiration date were requested but not provided.